Manufacturer narrative:
DHR review: a full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that final release criteria. IFU review patient and device selection "access vessel diameter, vessel morphology and delivery system diameter should be compatible with vascular access techniques (femoral cutdown or percutaneous) . Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the device or pose a risk of increased device complications. In patients with narrow access vessels, careful dilation, stenting or iliac conduits may allow introduction of the device." Warnings and precautions state: "failure to dilate fully the proximal end of a extender can result in limb occlusion. Use of a distal extender in a leg which has a smaller diameter than the distal extender can result in stenosis or occlusion. Risk analysis/trending: lombard medicals hazards risk analysis has been reviewed and occlusion of the common iliac is listed in it. No further update is required. Lombard medical has performed over 4998 commercial cases and the current event rate for common iliac occlusion as a result of oversized distal extender is 0.06% which is within clinical expectations. The risk / benefit remains acceptable; however, lombard medical will continue to track and trend in accordance to quality system procedures. (2015-cpt-059 / 3004753364-2015-00017).

Event description:
The original procedure was performed on the (B)(6) 2015. On the (B)(6) 2015, the physician contacted the company informing the patient presented with sudden onset of claudication due to occlusion of the his left iliac. Case review: review of the pre-operative CT showed that both left and right iliac vessels were highly tortuous. The post operative image shows the stent graft deployed through the left common iliac aneurysm and with two extension pieces (a 12mm diameter leg and a 18mm diameter distal extender). A sharp bend, which is approximately 13mm x 5mm can be seen on the proximal side of the iliac aneurysm. A 51 x 18mm distal extender has been placed at the most distal part of the limb and the proximal end has a pronounced, narrow fishmouth where it has been constrained by the 12mm limb in which it has been placed. An alternative to using an oversized distal extender in this location would have been to have used a short flared limb, such as a 56 x 18mm, since it has a 12mm diameter proximal connection and an 18mm final diameter. This would have avoided the risk of this occlusion. The lombard proctor met with the clinician on the (B)(6) 2015, who told the proctor that the patient did excellently with the fern-fern bypass and was discharged from the hospital that morning (B)(6) 2015. The case was discussed and the clinician believed that a stent should have been placed during the original procedure to help keep the graft open in the constrained area.